Manufacturer narrative:
Updated aware date from 01/13/2026 to the correct one 02/24/2026. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and possible undersensing on the right atrial (ra) lead. Technical services (ts) reviewed and recommended to further evaluate this lead. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) and possible undersensing on the right atrial (ra) lead. Technical services (ts) reviewed and recommended to further evaluate this lead. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.